Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the thumb advancer was not confirmed as the thumb advancer was successfully deployed with no observed resistance during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined as the reported resistance deploying the thumb advancer could not be confirmed. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, unused, sterile proglide devices were returned for evaluation. Functional testing was performed and no manufacturing or abnormal observations were detected.

Manufacturer narrative:
(B)(6): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the thumb advancer stuck during splitting. It was not able to be pushed forward. The safety release was used to remove the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.